Manufacturer narrative:
No product has been returned for investigation nor were x-rays provided to confirm the reported event. No other event information has been provided. Labeling review: potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury; dural leak..." Product remains in-situ.

Event description:
On (B)(6) 2012 patient underwent an extreme lateral interbody fusion procedure. A 6 mm dural tear was identified during the taping of the right l5 pedicle screw. As per reporter tear was addressed intra operatively.